Event description:
Nurses at this facility reported that the head section of the bed ran up on its own.

Manufacturer narrative:
The account's engineer evaluated the bed and isolated the issue to a stuck switch on the right foot control. The account has not completed the repairs. A follow up report will be sent once the customer discloses their investigation.